Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizziness"), feeling abnormal ("brain fog"), alopecia ("hair loss"), nausea ("nausea") and loss of libido ("loss of libido"). The patient was treated with surgery (underwent a bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, rash, dyspareunia, abdominal distension, headache, dizziness, feeling abnormal, alopecia, nausea and loss of libido outcome was unknown. The reporter considered abdominal distension, alopecia, dizziness, dyspareunia, fatigue, feeling abnormal, headache, loss of libido, nausea, pelvic pain and rash to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("rashes"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizziness"), feeling abnormal ("brain fog"), alopecia ("hair loss"), nausea ("nausea") and loss of libido ("loss of libido"). The patient was treated with surgery (underwent a bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, rash, dyspareunia, abdominal distension, headache, dizziness, feeling abnormal, alopecia, nausea and loss of libido outcome was unknown. The reporter considered abdominal distension, alopecia, dizziness, dyspareunia, fatigue, feeling abnormal, headache, loss of libido, nausea, pelvic pain and rash to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Moreover, the surgery was much more complicated than a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('chronic pelvic pain') and kidney infection ('kidney infection') in a 50-year-old female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal discharge, dyspnea, appendectomy, leukorrhea, eosinophilia, gravida ii, parity, menopause, smoker, vocal cord dysfunction and malaise. Previously administered products included for birth control: copper t iud from 2001 to (B)(6) 2011. Concurrent conditions included gerd, shortness of breath, chronic kidney disease stage 2, respiratory disorder, soft tissue swelling, pain in limb, mastodynia, unspecified local infection of skin and subcutaneous tissue, menstrual irregularity, oligomenorrhea, chest pain, pleural effusion, orthopnea, eye irritation, back pain, multiple allergies, hiatal hernia, flatulence, vitamin d deficiency, chest discomfort, rhinoconjunctivitis, post coital bleeding, vaginal bleeding, vaginal swelling, vaginal burning sensation, candidiasis, renal failure, thirst, weight loss, eye redness, bruising, left upper quadrant pain, left lower quadrant pain, thyroid nodular, skin lesion, appendectomy, appendix disorder, seborrheic keratosis, solar lentigo, hyperlipidemia, renal atrophy and vaginal dryness. Concomitant products included amlodipine from (B)(6) 2014 to (B)(6) 2019 for hypertension as well as aclidinium bromide (tudorza genuair) since (B)(6) 2018, losartan from (B)(6) 2017 to (B)(6) 2019, naproxen from (B)(6) 2017 to (B)(6) 2018, omeprazole from (B)(6) 2016 to (B)(6) 2016 and prednisolone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced nausea ("nausea"), migraine ("migraine"), eczema ("eczema") and perioral dermatitis ("rosecha dermatitis"). In (B)(6) 2012, the patient experienced paraesthesia ("tingling") and hypoaesthesia ("numbness"). On (B)(6) 2012, the patient experienced amenorrhoea ("amenorhhea"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced abdominal distension ("bloating"), inflammation ("inflammation"), muscle spasms ("spasm"), dyspepsia ("heartburn") and constipation ("constipation"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced urticaria ("hives") and pruritus ("ichy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dry eye ("extreme dry eye"), eye swelling ("eye swelling") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). In (B)(6) 2015, the patient experienced depression ("psych injury/ depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), dermatitis allergic ("rashes/ allergy:rash/skin condition"), headache ("headaches"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit. /prob"), irritable bowel syndrome ("ibs"), visual impairment ("vision probs"), burning sensation ("burning all over body"), breast tenderness ("breast tenderness") and urinary tract infection ("utis"). The patient was treated with tocopheryl acetate (vitamine e) and surgery (ablation (25042018) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal distension, dizziness, feeling abnormal, loss of libido, depression, bladder disorder, urinary tract disorder, paraesthesia, amenorrhoea, urticaria, urinary tract infection, perioral dermatitis, inflammation, hypertension, muscle spasms, arthralgia, dyspepsia and constipation outcome was unknown and the pelvic pain, kidney infection, fatigue, dermatitis allergic, dyspareunia, headache, alopecia, nausea, abdominal pain, gastrointestinal disorder, nervous system disorder, migraine, dry eye, eye swelling, irritable bowel syndrome, visual impairment, weight increased, eczema, hypoaesthesia, burning sensation and breast tenderness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, bladder disorder, breast tenderness, burning sensation, constipation, depression, dermatitis allergic, dizziness, dry eye, dyspareunia, dyspepsia, eczema, eye swelling, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hypertension, hypoaesthesia, inflammation, irritable bowel syndrome, kidney infection, loss of libido, migraine, muscle spasms, nausea, nervous system disorder, paraesthesia, pelvic pain, perioral dermatitis, pruritus, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation.I moreover, the surgery was much more complicated than a tubal ligation. Received treatment for pelvic pain, abdominal pain, dyspareunia, psych injury, fallopian perforation, bladder probs., urinary probs, nuero condit. /prob, gi conditions, nuero condit. /prob, migraine, extreme dry eye, eye swelling, ibs, vision probs, weight gain, kidney infection, eczema, tingling, numbness, burning all over body, breast tenderness. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Break through IV contrast reaction with bronchospasm. The patient should not recieve iodinated contrast in the future. I discussed this with the patient, her family, and her physician. 2. Atrophic right kidney with multiple areas of parenchymal scarring. No hydronephrosis or urinary tract calculus; on (B)(6) 2013: impression: breakthrough IV contrast reaction with bronchospasm the patient should not received iodinated contrast in the future. Discussed this with the patient, her family, and her physician. ' ~ 2.atrophic right kidney with multiple areas of parenchymal scarring. No hydro nephrosis or urinary tract calculus. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Break through IV contrast reaction with bronchospasm. The patient should not recieve iodinated contrast in the future. I discussed this with the patient, her family, and her physician. 2. Atrophic right kidney with multiple areas of parenchymal scarring. No hydronephrosis or urinary tract calculus; on (B)(6) 2013: impression: breakthrough IV contrast reaction with bronchospasm the patient should not received iodinated contrast in the future. Discussed this with the patient, her family, and her physician. ' ~ 2.atrophic right kidney with multiple areas of parenchymal scarring. No hydro nephrosis or urinary tract calculus. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: impressions: 1. No bilateral renal artery stenosis is seen. 2. Right multifocal renal cortical thinning/scarring. Right kidney appears smaller than the left kidney. Suspected compensatory hypertrophy of the left kidney. No bilateral necrosis. 3. No aortic or iliac aneurysm or stenosis visualized. 4. Remaining contrast-enhanced mra abdomen/pelvis appear normal. Ultrasound abdomen - on (B)(6) 2016: impression: 1 . Slightly small right kidney. No hydronephrosis 2. Otherwise unremarkable abdominal ultrasound; on (B)(6) 2016: 1.several tiny colloid cysts in the superior right lobe. 2.qeveral noncalcified heterogeneous nodules in the isthmus. 3.remaining bilateral thyroid echotexture appears diffusely heterogeneous; on (B)(6) 2017: thyroid us 1. Several tiny colloid cysts in the superior right lobe ( 2x2x2 and 3x2x2mm) 2. Several noncalcified heterogeneous nodules in the isthmus (6x5x2 and 7x7x3 mm) 3. Remaining bl thyroid echotexture appears diffusely heterogeneous; on (B)(6) 2018: impression: 1.stable right renal cortical scarring and smaller size compared to the left kidney. No bilateral hydronephrosis. 2.remaining abdominal ultrasound appears normal and stable. Ultrasound pelvis - on (B)(6) 2017: impression: 1.adipose edema and tiny fluid collection in the left lower quadrant adipose. 2.nonvisualized bilateral ovaries.. Ultrasound thyroid - on (B)(6) 2014: impression: tiny complex nodule in the isthmus measuring 9 x 5 x 4 mm.; on (B)(6) 2016: impression: on the current exam, the lesion noted on the previous study is felt to represent 2 contiguous small nodules. Overall, the appearance is not substantively changed compared with the previous study.; on (B)(6) 2016: impression: 1.several tiny colloid cysts in the superior right lobe. 2.several noncalcified heterogeneous nodules in the isthmus. 3.remaining bilateral thyroid echotexture appears diffusely heterogeneous; on (B)(6) 2017: impression: 1.multiple bilateral thyroid colloid cysts are again visualized. Additional tiny new cyst in bilateral superior lobe noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, achy, bloating, heartburn, migraine headaches, pelvic pain, nausea, hypertension, joint pain. Lot number: 880435 manufacturing date: 2011/07 expiration date: 2014/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('chronic pelvic pain') and kidney infection ('kidney infection') in a 50-year-old female patient who had essure (batch no. 880435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal discharge, dyspnea, appendectomy, leukorrhea, eosinophilia, multigravida, parity, menopause, smoker, vocal cord dysfunction and malaise. Previously administered products included for birth control: copper t iud from 2001 to 17-nov-2011. Concurrent conditions included gerd, shortness of breath, chronic kidney disease stage 2, respiratory abnormality, unspecified, soft tissue swelling, pain in limb, mastodynia, unspecified local infection of skin and subcutaneous tissue, menstrual irregularity, oligomenorrhea, chest pain, pleural effusion, orthopnea, eye irritation, back pain, multiple allergies, hiatal hernia, flatulence, vitamin d deficiency, chest discomfort, conjunctivitis, post coital bleeding, vaginal bleeding, vaginal swelling, vaginal burning sensation, candidiasis, renal failure, thirst, weight loss, eye redness, bruising, left upper quadrant pain, left lower quadrant pain, thyroid nodular, skin lesion, appendectomy, appendix disorder, seborrheic keratosis, lentigo, hyperlipidemia, renal atrophy and vaginal dryness. Concomitant products included amlodipine from 15-jan-2014 to 23-jan-2019 for hypertension as well as aclidinium bromide (tudorza genuair) since (B)(6) 2018, losartan from 28-nov-2017 to 23-jan-2019, naproxen from 1-dec-2017 to 6-sep-2018, omeprazole from 23-feb-2016 to 28-dec-2016 and prednisolone from 26-may-2016 to 26-jun-2016. On (B)(6) 2011, the patient had essure inserted. In july 2012, the patient experienced nausea ("nausea"), migraine ("migraine"), eczema ("eczema") and perioral dermatitis ("rosecha dermatitis"). In november 2012, the patient experienced paraesthesia ("tingling") and hypoaesthesia ("numbness"). On (B)(6) 2012, the patient experienced amenorrhoea ("amenorhhea"), 1 year after insertion of essure. In december 2012, the patient experienced abdominal distension ("bloating"), inflammation ("inflammation"), muscle spasms ("spasm"), dyspepsia ("heartburn") and constipation ("constipation"). In november 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced urticaria ("hives") and pruritus ("ichy"). In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dry eye ("extreme dry eye"), eye swelling ("eye swelling") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced fungal infection ("yeast infection"). In january 2014, the patient experienced alopecia ("hair loss") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). In january 2015, the patient experienced depression ("psych injury/ depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), dermatitis allergic ("rashes/ allergy:rash/skin condition"), headache ("headaches"), dizziness ("dizziness"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit. /prob"), irritable bowel syndrome ("ibs"), visual impairment ("vision probs"), burning sensation ("burning all over body"), breast tenderness ("breast tenderness") and urinary tract infection ("utis"). The patient was treated with tocopheryl acetate (vitamine e) and surgery (ablation (25042018) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal distension, dizziness, feeling abnormal, loss of libido, depression, bladder disorder, urinary tract disorder, paraesthesia, amenorrhoea, urticaria, urinary tract infection, perioral dermatitis, inflammation, hypertension, muscle spasms, arthralgia, dyspepsia and constipation outcome was unknown and the pelvic pain, kidney infection, fatigue, dermatitis allergic, dyspareunia, headache, alopecia, nausea, abdominal pain, gastrointestinal disorder, nervous system disorder, migraine, dry eye, eye swelling, irritable bowel syndrome, visual impairment, weight increased, eczema, hypoaesthesia, burning sensation and breast tenderness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, bladder disorder, breast tenderness, burning sensation, constipation, depression, dermatitis allergic, dizziness, dry eye, dyspareunia, dyspepsia, eczema, eye swelling, fallopian tube perforation, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hypertension, hypoaesthesia, inflammation, irritable bowel syndrome, kidney infection, loss of libido, migraine, muscle spasms, nausea, nervous system disorder, paraesthesia, pelvic pain, perioral dermatitis, pruritus, urinary tract disorder, urinary tract infection, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation.I moreover, the surgery was much more complicated than a tubal ligation. Received treatment for pelvic pain, abdominal pain, dyspareunia, psych injury, fallopian perforation, bladder probs., urinary probs, nuero condit. /prob, gi conditions, nuero condit. /prob, migraine, extreme dry eye, eye swelling, ibs, vision probs, weight gain, kidney infection, eczema, tingling, numbness, burning all over body, breast tenderness. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Break through IV contrast reaction with bronchospasm. The patient should not recieve iodinated contrast in the future. I discussed this with the patient, her family, and her physician. 2. Atrophic right kidney with multiple areas of parenchymal scarring. No hydronephrosis or urinary tract calculus; on (B)(6) 2013: impression: breakthrough IV contrast reaction with bronchospasm the patient should not received iodinated contrast in the future. Discussed this with the patient, her family, and her physician. ' ~ 2.atrophic right kidney with multiple areas of parenchymal scarring. No hydro nephrosis or urinary tract calculus. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Break through IV contrast reaction with bronchospasm. The patient should not recieve iodinated contrast in the future. I discussed this with the patient, her family, and her physician. 2. Atrophic right kidney with multiple areas of parenchymal scarring. No hydronephrosis or urinary tract calculus; on (B)(6) 2013: impression: breakthrough IV contrast reaction with bronchospasm the patient should not received iodinated contrast in the future. Discussed this with the patient, her family, and her physician. ' ~ 2.atrophic right kidney with multiple areas of parenchymal scarring. No hydro nephrosis or urinary tract calculus. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion.. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2014: impressions: 1. No bilateral renal artery stenosis is seen. 2. Right multifocal renal cortical thinning/scarring. Right kidney appears smaller than the left kidney. Suspected compensatory hypertrophy of the left kidney. No bilateral necrosis. 3. No aortic or iliac aneurysm or stenosis visualized. 4. Remaining contrast-enhanced mra abdomen/pelvis appear normal. Ultrasound abdomen - on (B)(6) 2016: impression: 1 . Slightly small right kidney. No hydronephrosis 2. Otherwise unremarkable abdominal ultrasound; on 02-dec-2016: 1.several tiny colloid cysts in the superior right lobe 2.qeveral noncalcified heterogeneous nodules in the isthmus. 3.remaining bilateral thyroid echotexture appears diffusely heterogeneous; on (B)(6) 2017: thyroid us 1. Several tiny colloid cysts in the superior right lobe ( 2x2x2 and 3x2x2mm) 2. Several noncalcified heterogeneous nodules in the isthmus (6x5x2 and 7x7x3 mm) 3. Remaining bl thyroid echotexture appears diffusely heterogeneous; on 12-apr-2018: impression: 1.stable right renal cortical scarring and smaller size compared to the left kidney. No bilateral hydronephrosis. 2.remaining abdominal ultrasound appears normal and stable. Ultrasound pelvis - on (B)(6) 2017: impression: 1.adipose edema and tiny fluid collection in the left lower quadrant adipose. 2.nonvisualized bilateral ovaries.. Ultrasound thyroid - on (B)(6) 2014: impression: tiny complex nodule in the isthmus measuring 9 x 5 x 4 mm.; on (B)(6) 2016: impression: on the current exam, the lesion noted on the previous study is felt to represent 2 contiguous small nodules. Overall, the appearance is not substantively changed compared with the previous study.; on (B)(6) 2016: impression: 1.several tiny colloid cysts in the superior right lobe. 2.several noncalcified heterogeneous nodules in the isthmus. 3.remaining bilateral thyroid echotexture appears diffusely heterogeneous; on (B)(6) 2017: impression: 1.multiple bilateral thyroid colloid cysts are again visualized. Additional tiny new cyst in bilateral superior lobe noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, achy, bloating, heartburn, migraine headaches, pelvic pain, nausea, hypertension, joint pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: processed with fu no. 2 (B)(6) 2019). Pfs received. New events added: fallopian perforation, abdominal pain, psych injury, bladder probs., urinary probs, nuero condit. /probs, gi conditions, nuero condit. /probs, migraine, extreme dry eye, eye swelling, ibs, vision probs, weight gain, kidney infection, eczema, tingling,numbness, burning all over body, breast tenderness. Outcome of the events pelvic pain, abdominal pain, dyspareunia, nuero condit. /probs, gi conditions, nuero condit. /probs, migraine, extreme dry eye, eye swelling, ibs, vision probs, weight gain, kidney infection, eczema, tingling, numbness, burning all over body, breast tenderness. Previously added event rash was updated to rash/skin condition. Reporter and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.